Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been contaminated and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex esophageal stent was used during an esophagogastroduodenoscopy (ogd) with esophageal stenting performed on (B)(6) 2015. According to the complainant, the stent was intended to treat a malignant stricture in the lower esophagus. Reportedly, the patient's anatomy was not tortuous and the stricture was not dilated prior to procedure. No visible damage was noted to the stent system prior to use. During the procedure, the physician was able to completely deploy the wallflex esophageal stent; however, the distal end of the stent did not fully expand. The physician removed the stent with the use of forcep. The procedure was completed with a wallflex esophageal stent of a different size. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.